Event description:
It was reported that the pt experienced pain and burning sensation at the implant site. The pt was seen at the emergency room and was prescribed an antibiotic (type unk) for 5 days, which did not resolve the issue. Reduction of magnet strength and use of moleskin reportedly resolved the issue.